Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the motor bearing had failed. This caused the pump motor to be unable to turn, and the pump to be unable to build enough pressure to alarm. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was not delivering. They stated that the pump would not feed and was not alarming. Mmdg followed up with the initial reporter who stated that the patient had been no adverse effects due to the complaint. They did not provide any additional information. (B)(4).